Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware. Explant date: procedure happened a year ago.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.